Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results: attached photos showed the two different needles mentioned, the suh involved, drawn tubes with blood on their caps, and a suh partially filled with blood. Two (2) needles from each cat# and 2 suhs were returned, and the needles were each used to draw 5 vacutainers with horse blood from an elevated reservoir to simulate venous pressure. No leakage into the holders, or slow np sleeve recovery was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4006500. Conclusion: function testing of the returned samples did not confirm the reported defect.

Event description:
It was reported that the bd vacutainer® multi-sample needle leaked blood during collection. No serious injury or medical intervention was reported.